Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the lead was returned with the helix retracted. Resistance testing verified the lead was not electrically continuous. An x-ray of the lead noted the inner conductor coil was fractured in the region approximately 20 mm distal of the terminal pin. Analysis confirmed the clinical allegation of a conductor fracture; however, the root cause of the fracture was unable to be determined. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing thresholds and suspected conductor fracture. No additional adverse patient effects were reported.